Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During impella cp support, the patient became septic. It is unknown how the sepsis was treated. The impella cp was explanted and was escalated to an impella 5.5, however the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.